Manufacturer narrative:
The pump was received with unresponsive buttons due to a flattened button dome switch. The keypad connector was fully locked. No blank display was noted during testing. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the unresponsive keypad/button. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a broken reservoir tube lip, a missing reservoir tube o-ring and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she was hospitalized a month ago for a non-diabetes related incident her blood glucose was 472 mg/dl. Insulin was not delivering properly as well. The customer treated via manual insulin injection. The customer also mentioned that the act button was not working; it would take her ten button presses in order for the insulin pump to respond. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction additionally, the device began to have blank display anomalies three weeks ago. There has been a crack on the top of the screen for the past two years. No further information on the blank display was provided. The insulin pump will be returned and replaced.